Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 4.6, re-test: 3.2. Re-tests was taken 5 minutes after the first test. Testing was done using two different fingers.

Manufacturer narrative:
Investigation pending.